Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a (B)(6) female patient who was under anesthesia was undergoing an atrial septal defect (asd) procedure. The catheter was already inserted into the patient and shortly after the doctor started scanning the heart, it was noted that the catheter displayed a poor quality image. The doctor removed the catheter and a new catheter was reinserted into the patient to continue and complete the asd. There was no delay in completing the procedure as the system was not rebooted. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint of the catheter displaying poor image was investigated. The returned catheter was inspected. During the investigation it was found that the root cause of this catheter complaint was stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter. Investigation results suggest customer mishandling through stack damage. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.